Manufacturer narrative:
Sample from the patient was submitted for investigation. Based on the results of the investigation testing, the presence of an interfering factor was likely present in the investigated sample. This interfering factor is documented in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable free triiodothyronine (ft3) and free thyroxine (ft4) results for one patient sample from a cobas e602 analyzer. The sample was submitted for investigation and was tested on an analytical e module (e170) analyzer and a cobas e411 analyzer. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with (B)(6) for the ft4 assay. The first result was automatically reported to a physician. No adverse event has been reported.